Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the cause of the catheter kink was not determined. It was noted the patient's weight was not measured.

Manufacturer narrative:
Analysis of the catheter identified no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-17. It was reported that the pump was infusing hydromorphone (1.0mg/ml at 0.1999mg/day), bupivacaine (15.0mg/ml at 2.999mg/day), and baclofen (100.0mcg/ml at 19.99mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's pump was removed, the catheter was freed from the pump, the pocket was dissected laterally as it exited the pocket to the flank, the pocket was irrigated, and the pump was re-anchored in the 9 o'clock position.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, (B)(4), ubd: 09-dec-2007, UDI#: asku, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-mar-07 regarding a patient receiving compounded baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included malignant pain, cancer chemotherapy, other carcinoma, and spine/back. It was reported that the patient contacted the clinic on (B)(6) 2018 and reported low energy, depression, anxiety, and muscle spasms. The patient was 4 days post-op at the time following a pump replacement for normal battery depletion, and was advised that weakness was common following surgery. The patient was advised to discuss with a provider at the post-op visit, and it was noted that the patient took some oral dilaudid which alleviated some of the symptoms. The patient presented to the clinic for a post-op evaluation on (B)(6) 2018. The patient reported increased pain, shaking, anxiety, chills, and increased sleepiness. No changes were made to the medication during the pump replacement, so the provider accessed the catheter access port (cap) and was unable to aspirate cerebrospinal fluid (csf), indicating a kinked catheter. The patient was started on a fentanyl patch on (B)(6) 2018 and was scheduled for a catheter revision. The catheter was revised on (B)(6) 2018. The device diagnosis was catheter kink and the clinical diagnosis included intrathecal opioid withdrawal symptoms. The programming date from the most recent refill prior to the event was (B)(6) 2018 at 16:53. The outcome indicated that the event resolved without sequelae on (B)(6) 2018. Etiology indicated that the event was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.